Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok fem-rt 65 catalog # 183008 lot # unknown. Vngd ant stblzd brg 14x71 catalog # 189064 lot # unknown. Biomet cc I-beam tray 71mm catalog # 141223 lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-07961; 0001825034-2018-07970; 0001825034-2018-07977; remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient experienced a fall onto knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.